Event description:
It was reported that there was a communication problem. The patient could not connect with the recharger. An implantable neurostimulator (ins) overdischarge was suspected. The patient had not felt stimulation in 2 weeks. The patient reported that they lost 25 pounds in the past 3 months. The patient stated that she could not sleep. The implantable neurostimulator (ins) was moving in the pocket. The patient was going to meet the doctor on (B)(6) 2015. The patient moved 3 weeks prior to report. The patient¿s son in law packed the charger unit in a separate box without the patient¿s knowledge and they recently found it.

Manufacturer narrative:
Concomitant medical products: product ID 377660, lot# v002687, implanted: (B)(6) 2008, product type: lead. Product ID 37746, serial# (B)(4), product type: programmer, patient. Product ID 37752, serial# (B)(4), product type: recharger. (B)(4).